Event description:
Related manufacturer report number: 3006705815-2022-16498. It was reported that the patient's leads had migrated. As a result, one lead was repositioned and the other was replaced on 16 august 2022. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.